Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user received an insulin occlusion alarm on the ilet bionic pancreas during a meal announcement, followed by an ¿unable to proceed¿ alert when attempting to test the tubing; troubleshooting was successful and the issue resolved only after changing all the supplies and insulin delivery resumed. User experienced a blood glucose peak of 376 mg/dl with no associated clinical symptoms. Outcomes included no health impact and insulin delivery resumed after supply replacement. User support included guided troubleshooting which included a complete supply change with new infusion set, tubing, and cartridge. Investigation of this case revealed an insulin delivery interruption consistent with an occlusion associated with the infusion set or connector pathway; device delivery function resumed normally after replacement. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set¿related occlusion resolved by supply replacement.